Event description:
It was reported that during a hemorrhoidectomy procedure, the blade broke outside of the pt. They used another disposable to complete the procedure. There were no error codes displayed. No pt consequence was reported.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary - the analysis results found that the device was received with the blade discolored (burn marks) due to heat generated from contact between the blade and tissue pad. The blade was found to be broken at the discolored (burnt area) and missing. This failure was possibly caused from activation of the device while clamped without tissue being present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. However, a corrective and preventive action has been initiated to address this issue. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.